Event description:
It was reported that high threshold and high pacing impedance were observed on the left ventricular (lv) lead. During revision, lead insulation damage was observed. The lv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.